Event description:
Complainant alleged that during the biomedical department's routine testing and preventative maintnance of the device, the device would not display ECG rythms in electrodes mode. The complainant indicated that there was no pt involvement in the reported failure.